Event description:
The customer returned the endoeye flex deflectable videoscope to olympus repair center for evaluation of a reported compromised image that was found during an unknown therapeutic procedure. The procedure was completed. There were no reports of patient harm. During the device evaluation, a magenta-colored image was displayed due to a damaged charged coupled device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the magenta color image defect.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a magenta-colored image due to a damaged charged coupled device. Furthermore, the following additional issues (non-reportable) were identified during inspection: a rubber scratch, objective lens scratch, missing rubber adhesion, switch scratches, video connector deformation, and a damaged video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was a failure of circuit board in the control section, a defect of the circuit board in the video connector, or a defect of the system side, due to stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.